Event description:
Caller reported blood glucose results of 395 mg/dl using advantage system 1 and 147 mg/dl using advantage system 2 within 10 minutes. Reported no symptoms or adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 2. Please see medwatch with (B) (4) for report on advantage system 1.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder jaws would not turn off. They stayed on and turned red. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
This medwatch is for advantage system 2. Please see medwatch with patient identifier (B) (6) for report on advantage system 1. Device received in a condition which made analysis impossible. Unable to test because strips had expired.